Event description:
The vigilance responsible of the hospital (B)(6), reported via fax an event of breakage of the peduncolar screw at l5 level left peduncle, with consequent loosening of the right l2 blocker and caudal migration and loosening of left l2 blocker. The pt underwent a surgical procedure of fixation of l2-l3-l4-l5 with a xia 3 system on (B)(6) 2012 due to a mielinic fracture at l4 level. On (B)(6) 2012, the pt underwent a unanticipated revision surgery in which all the xia 3 implant was removed.

Manufacturer narrative:
Additional info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.